Manufacturer narrative:
D4: corrected UDI. H4: added the manufacturer date.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Impella cp was returned for evaluation. Upon visual inspection, a minor kink in the catheter next to the red handle was noted. Optical parameters of returned pump was measured and no hard failures of the optical sensor was observed. Pump passed laser continuity testing, no ingested biomaterial observed on returned pump. Pump was run in the lab for approximately 5 minutes without issue or alarms. Data logs were reviewed and showed repeated suction alarms occurring while pump was running at p-7. The root cause of the optical signal issue cannot be definitively determined as limited clinical details were provided on patient's condition at time of issue and no issues with returned pump were observed. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. During support, the placement signal was lost. Despite these issues, the pump remained operational until weaning and explantation. No patient harm was reported.